Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 30's (mg/dl). Suspected cause of the low bg level was unknown; however, the customer reported bg level fluctuated naturally. Contacts provided the customer with assistance and the customer consumed dry fruit, energy chews and shot gels to treat bg level.